Event description:
It was reported to arjohuntleigh that during a transfer of a client from the entroy to the chassis the chair detached with the client and was prevented from falling to the floor by the staff. No injuries reported. Details of the serial number of the hoist involved are currently unclear. The facility has two entroys, of which the serial numbers are (B)(4). Serial number and model number of the hoist involved in the incident to be confirmed at the investigation. Ref MFR number: 9611530-2013-00067.